Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One guidewire was returned for evaluation. It was noted that the outer coil wire was stretched with the distal ends of both inner core wires protruding through the stretched portions of the wire. Based on the findings, the investigation is confirmed for the reported guidewire advancement issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 605640 port & catheter experienced an incompatible component and frayed material. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.